Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device photographs associated with this report were returned for examination. Evaluation of the photographs confirms the cracked condition. Though evaluation of the returned device cannot confirm the reported event as the returned device was broken. It is not unreasonable for the cracked condition to develop to a broken condition through the shipping (from australia to analysis site) and decontamination steps of the product return process. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shim is cracked.